Event description:
It was reported that the patient had lost stimulation coverage as the ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.